Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma.

Event description:
Patient reported left side "seem like they have moved up". Healthcare professional reported left side "possible seroma and left side migrated to patient's clavicle". Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported left side "seem like they have moved up". Healthcare professional reported left side "possible seroma and left side migrated to patient's clavicle". Healthcare professional reported left side rupture, "palpable lumps around left implant", and "change in breast size" per MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening on posterior side assessed as unidentified (tear) opening and observed opening on anterior side assessed as fold flaw opening. (Shell thickness within specification) lump/nodule: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Migration: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. As per the investigation procedure, creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data. Reason for reoperation: seroma; rupture.

Event description:
Healthcare professional reported left side rupture per MRI.